Event description:
It was reported that a user who recently started on the ilet bionic pancreas experienced persistent blood glucose readings in the 170¿180 mg/dl range and perceived these values as too high. Symptoms included hyperglycemia without associated acute clinical manifestations. Outcomes included user concern regarding glycemic control without medical intervention or hospitalization. Investigation included user education and troubleshooting with direction to consult a healthcare professional for target range evaluation. Investigation of this case revealed no device alarms and no confirmed device malfunction, and no device components were implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.